Event description:
The advocate stated that she tested the customer's blood glucose and received a reading of 56 mg/dl using the customer's contour meter. She then retested a few minutes later using a one touch ultra and received a reading of 158 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate stated that they no longer had the test strips, so no product will be returned for eval. Replacement test strips were sent to the customer.